Manufacturer narrative:
A4) patient weight - not available from facility. B6) relevant test/laboratory data - not available from facility. D4/h4) the lot number was not provided; thus, the following information is unknown: unique ID, expiration date, and manufacture date. H3) the device was discarded; thus, no device evaluation could be completed. H6) great vessel perforation, cardiac perforation, and death are known risks of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to bacteremia. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics glidelight laser sheath, the lead was removed; however, the patient's blood pressure declined. Rescue efforts began, including sternotomy, and a perforation at the superior vena cava (svc)/ra junction was discovered and repaired. The patient was transferred to the ICU, but unfortunately passed away later that day. This report captures the lld ez providing traction within the rv lead when the svc/ ra junction perforation occurred, requiring intervention, but resulted in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.